Event description:
It was reported that the cot had a malfunctioning leg at the head end. It was not possible to adjust the litter to the highest position. No patient was involved.

Manufacturer narrative:
Investigation is still underway. A follow up report will be submitted if additional information is received.